Event description:
During an atrial fibrillation procedure, air was noted while aspirating blood through the sideport of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed tearing, resulting in a hole, in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the torn seals is consistent with damage during use. Per the IFU, do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.